Manufacturer narrative:
(B)(6). Preliminary investigation results of distal tip detached exposing the tip of the metal core wire. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-00999, and 3005099803-2016-01000 for the other associated device information. It was reported to boston scientific that three sensor guidewires were used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the sensor guidewire was removed from the cystoscope, it was noticed that the hydrophilic tip got detached, exposing the tip of the metal corewire. A second sensor guidewire and cystoscope were used and the hydrophilic tip also got detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. A third sensor guidewire was opened and tested outside the patient, the ptfe coating peeled. The procedure was completed with a fourth sensor guidewire. There were no patient complications reported as a result of this event.